Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports arterial line failure in the ICU. Three kits had to be opened to place one catheter. All three catheters were kinked. The physician could not pass the wire through the catheter. He struggled and was able to get the wire pass in the third (last) attempt. There was no patient injury. The patient's condition is reported as fine.

Event description:
Customer reports arterial line failure in the ICU. Three kits had to be opened to place one catheter. All three catheters were kinked. The physician could not pass the wire through the catheter. He struggled and was able to get the wire pass in the third (last) attempt. There was no patient injury. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.